Event description:
The reporter contacted animas on (B)(6) 2015 alleging a casing/condition (case damage w/moisture) issue. The cartridge compartment was cracked. The patient is 11 weeks pregnant. The reporter stated that the patient had a blood glucose (bg) range from 30-40mg/dl to a high of 319mg/dl with difficulty waking up, extreme drowsiness, nausea, vomiting and symptoms of dehydration. The patient was taken to the emergency room and treated. The patient was treated in the emergency room with IV fluids. Basal rate and bolus settings were adjusted. This report is being made due to the bg excursion the patient experienced due to the casing condition issue.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.